Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature.

Event description:
Martins de campos, a., braz, l., linhares, p., rosas, mj. Deep brain stimulation for parkinson's disease: subcutaneous apomorphine as an alternative for patients unable to tolerate surgery under local anesthesia. J neurol sci. 2017;378:137-139. Doi: 10.1016/j.jns. 2017.04.048 summary/reported event: a (B)(6) man who received subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) experienced an acute psychotic episode requiring treatment with quetiapine in the early postoperative period. The leads had been confirmed by CT to be properly placed and without complications, and at 6 months of follow-up the unified parkinson's disease rating scale (updrs) part iii score was improved by >50% relative to their preimplant baseline, the pulse generator was programmed at bipolar stimulation on contact 2 at 130 hz, 60 s and 2.4 v and on contact 10 at 130 hz, 60 s and 2.5 v and the patient was without dopaminergic medication. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.